Event description:
Information received by medtronic stated that the insulin pump had a motor error alarm and no delivery alarm. Customer also had a high blood glucose level which were 222 mg/dl. Customer was able to clear and rewind the pump. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated pump detected a possible issue with the motor. Smells strongly of insulin and her blood glucose has been high. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test. No excessive no delivery/occlusion alarm noted. The motor was tested outside of the device and passed. Insulin pump history download using thds was successful. However, pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Pump error alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with broken belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.